Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.25mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, on initial inflation at 6 atmospheres, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. No patient complications nor injuries reported and the patient was in good condition after the procedure.